Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. The customer¿s blood glucose was 200 (mg/dl). The pump was able to be charged successfully with an alternate usb cable. Reportedly the customer continued to use the pump for insulin therapy.